Manufacturer narrative:
We were not able to receive the article and lot #s. Therefore the mfg papers could not be checked. Also no info was forwarded to us (such as prods, x-rays, operation notes). We consider this investigation closed. If further info will be rec'd, we will reopen the investigation.

Event description:
Loosening/lack of ingrowth. It was reported that pt experienced pain. In 2008, revision surgery to remove construct. Successful fusion. Surgeon concluded that s1 screw was loose and putting pressure on nerve. No devices are being returned.